Event description:
Patient had hernia repair 1 yr ago and has had persistent pain since. He had reoperation this fall with removal of mesh and plug that patient states md told him the mesh was crumpled up and hard.